Event description:
Rt observed the screen of the ventilator black w/red communication at the left top corner. Pt was discontinued from the vent and placed on her standard aerosol trach collar. Vent turned off then on in attempt to troubleshoot and optional screen to enter settings was not displayed.